Event description:
Indication for procedure: malfunctioning lead; inappropriate shocks. Procedure: this was a left-sided procedure performed in the operating room. The md attached a lld to the distal end of the lead and began lasing with the 14f sls. During the lasing, the pt's arterial blood pressure dropped significantly. The pt then underwent emergent surgery. Device analysis: no spnc device were retained for return device analysis, as they were reportedly disposed of during the code. There was no indication from the physician of any spnc devices being the causative factor in the pt's demise, nor were any device malfunctions reported. Pt outcome: the pt reportedly expired.

Manufacturer narrative:
Manufacture dates for all devices: unk.